Event description:
The doctor reports patient status post primary left total knee done on (B)(6) 2020 appears infected and requests to remove the implants and put in an antibiotic spacer. The doctor carefully removed the implants using flexible osteotomes and a saw. He then proceeded to deride and wash the bone. Once removed and washed he implanted an antibiotic spacer made of cement laden with extra antibiotics. The procedure was performed without incident. No further information is available.

Manufacturer narrative:
Reported event: it was reported that ¿the doctor reports patient status post primary left total knee done on (B)(6) 2020 appears infected and requests to remove the implants and put in an antibiotic spacer. The doctor carefully removed the implants using flexible osteotomes and a saw. He then proceeded to debride and wash the bone. Once removed and washed he implanted an antibiotic spacer made of cement laden with extra antibiotics. The procedure was performed without incident. No further information is available due to emr password secured. Correction 01/june/2020 wg: branch provided implant sheets for the robotic primary on (B)(6) 2019 and a poly swap performed on (B)(6) 2020.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: review of the device history records was not completed as the robot number / product information was not provided. Complaint history review: a search of the complaint database under device identification pn: 209999 reports no similar complaints for tka software / other. Conclusions: it was reported that the patient's left knee was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The doctor reports patient status post primary left total knee done on (B)(6) 2020 appears infected and requests to remove the implants and put in an antibiotic spacer. The doctor carefully removed the implants using flexible osteotomes and a saw. He then proceeded to deride and wash the bone. Once removed and washed he implanted an antibiotic spacer made of cement laden with extra antibiotics. The procedure was performed without incident. No further information is available.